Event description:
Skilled nurse unable to initiate first dose tpn infusion secondary to sabertec pump "air in line" alarm. Nurse cheked that the IV tubing was primed and free of air bubbles and the drip sensor was clear of debris. Pump continued to alarm. The skilled nurse changed the IV tubing and the pump continued. Checked pump reference manual and noted no other actions to take.